Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and multiple scratches on screen. The customer blood glucose value was 1.5 mmol/l. Customer was hospitalized and treated with glucagon. The event involved product mmt-1885. Troubleshooting was performed. Customer reported that the pump functionality was affected due to damage. Customer was using the insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-1885.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.08725 inches. Successfully downloaded history files and traces using thump and carelink. On the event date of 08-jun-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 3.075 u and dailytotalofbolusinsulindelivered = 12.175 u which is equal to the dailytotalofallinsulindelivered = 15.25 u. All bolus/basal were delivered in auto mode/manual mode. On the event date of 08-jun-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.1 mv). The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched on the lcd window; pillowing keypad overlay and scratched case. No cracks on the lcd window noted. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Cosmetic damage at the screen (crack) was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.